Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that the patient was revised due to instability and recurrent dislocation head and liner exchange . Pinnacle dual mobility liner was removed and replaced with a pinnacle constrained liner and new stryker head for a stryker resmod stem. There was no surgical delay. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: right hip.